Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: event details: ¿patient's chemo (gemzar) was started at 1220. At 1226, patient notified rn that his shirt felt wet and rn immediately stopped the pump. Patient's shirt was removed, skin was assessed and cleaned, patient was provided with a scrub top and placed into a different room. Rn also noticed that some of the medication was on the floor. Spill was cleaned using the spill kit and chemo bag along with tubing was placed in the black bin. Before disposing of tubing, rn noticed that the tip of the tubing where the connector was connected was stripped (pictures included). Charge rn reached out to physician and a new bag of gemzar was prepared by pharmacy and patient's treatment was restarted at 1304..¿

Manufacturer narrative:
The customer reported the set was leaking, and returned photos of a material 2426-0007, lot 24067017. The photos were examined and the complaint of component damage was verified. The male luer tip was broken off, but the physical sample was unavailable. The manufacturing site reviewed their process and any previous similar issues, but the root cause for the tip damage could not be found.

Event description:
Material #:2426-0007, batch#:24067017. It was reported by customer that the patient's chemo (gemzar) was started at 1220. At 1226, patient notified rn that his shirt felt wet and rn immediately stopped the pump. Patient's shirt was removed, skin was assessed and cleaned, patient was provided with a scrub top, and placed into a different room. Rn also noticed that some of the medication was on the floor. Spill was cleaned using the spill kit and chemo bag along with tubing was placed in the black bin. Before disposing of tubing, rn noticed that the tip of the tubing where the connector was connected was stripped (pictures included). Charge rn reached out to physician and a new bag of gemzar was prepared by pharmacy and patient's treatment was restarted at 1304. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, we had a safety event reported for bd item # 2426-0007 (alaris pump infusion set). Let¿s identify this as bd 284, as a reference number. The defective product has been discarded by the clinicians. Based on the information provided below, could you start a product quality report? Bd 284: reported date (B)(6) 2024; event date: 8/28/2024; item number: 2426-0007; lot number: 24067017; item available for pick up?: no; picture: yes; patient harm: minimum; area: (B)(6). Event details: ¿patient's chemo (gemzar) was started at 1220. At 1226, patient notified rn that his shirt felt wet and rn immediately stopped the pump. Patient's shirt was removed, skin was assessed and cleaned, patient was provided with a scrub top, and placed into a different room. Rn also noticed that some of the medication was on the floor. Spill was cleaned using the spill kit and chemo bag along with tubing was placed in the black bin. Before disposing of tubing, rn noticed that the tip of the tubing where the connector was connected was stripped (pictures included). Charge rn reached out to physician and a new bag of gemzar was prepared by pharmacy and patient's treatment was restarted at 1304. .¿ additional information: no there wasn¿t any patient harm.